Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, serial number: (B)(4)/ model #: 1420/ expiration date: 2018-07-31, UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows. Low flow alarms continued post controller exchange and a flow estimation error occurred on the controller. The patient was started on blood thinners for concern of low flow issues. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and controller (B)(4). Were not returned for evaluation. Review of log files revealed that 28 low flow alarms have been logged since (B)(6), 2018. As a result, the reported low flow event was confirmed. The reported controller flow estimation error event could not be confirmed due to insufficient evidence. The flow estimation algorithm for controller 1.0 estimates flow with a flow error of ±1 lpm or ±20% error (whichever is greater). The controller 2.0 flow estimation algorithm was adjusted to bring the error down to increase accuracy. By using a higher fidelity flow estimation algorithm, which calculates flow differently, controller 2.0 may report flow values lower than the original flow estimation algorithm from controller 1.0. This difference may result in the reported flow estimation error when switching to the new controller. Based on review of risk documentation, possible causes of the vad low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Additional products: controller 2.0 / (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.